Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update rec'd 05/13/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from metallosis. Litigation also alleges the patient exhibited symptoms of a loose implant, but is not specific on which implant would have attributed to the loosening, should we receive further information, we will update the complaint at that time. There is no new information that would change the existing MDR decision. Complaint updated 06/01/2016.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, osteolysis, and elevated metal ion levels.

Event description:
Update 02/06/2017 ¿ pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported notable corrosion on the trunnion and inner rim of the ball of the morse taper and the acetabular cup was removed because the surgeon was unable to dislodge the liner from the cup. The complaint was updated on: 02/16/2017.

Manufacturer narrative:
Product complaint # ==> pc-000100634 investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain, osteolysis, and elevated metal ion levels. Update rec¿d 05/13/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from metallosis. Litigation also alleges the patient exhibited symptoms of a loose implant, but is not specific on which implant would have attributed to the loosening, should we receive further information, we will update the complaint at that time. There is no new information that would change the existing MDR decision. Complaint updated 06/01/2016 update 02/06/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported notable corrosion on the trunnion and inner rim of the ball of the morse taper and the acetabular cup was removed because the surgeon was unable to dislodge the liner from the cup. The complaint was updated on: 02/16/2017 / / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combinations. Based on the inability to find any additional related reports against the provided product code/lot code combinations it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. ****medical records reviewed 22 feb 2017-- from a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. See attached report. / / investigation summary: patient was revised to address pain, osteolysis, and elevated metal ion levels. Doi: (B)(6) 2010 dor: (B)(6) 2016 (left hip) no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.